Event description:
This x-ray system's generator has a grid switch cable connector that can potentially create a short circuit between the 12 volts and ground. This short could possibly cause a system breakdown during a procedure.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.